Event description:
It was reported that during testing conducted at the user facility the irrigation was not working properly on the sonopet 110v console. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event was confirmed; the device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the user facility the irrigation was not working properly on the sonopet 110v console. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.